Event description:
It was reported that the sys would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a cable. The system and replaced a cable. The system operates as intended.